Manufacturer narrative:
(B)(4). A batch review was performed on potentially associated lots (gd878843, gd879908, gd878215) with no defects noted during the manufacturing process. The root cause could not be determined based on the information available in this complaint report. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). This is report 2 of 2 for this incidence of peritonitis. As patients discard supplies after each use and the date of this peritonitis is unknown a sample was not available for evaluation. Follow up will be submitted as information becomes available.

Event description:
On (B)(6) 2011, a customer contacted baxter technical to report a patient death and return the home choice cycler. During a follow up call on (B)(4) 2011 with the nurse, additional information was received. The nurse reported that on an unknown date the patient went into hospice care. The nurse confirmed the patient used dianeal pd4 solution, but she did not know if the patient used dianeal pd4 ambuflex or dianeal pd4 ultrabag during his time in (B)(6). On an unknown date in (B)(6) 2011, the patient reported he had a fever, mild abdominal pain, and cloudy effluent. On an unknown date in (B)(6) 2011, the patient was admitted to the hospital for peritonitis. The nurse reported she did not have any additional information about this peritonitis event. The nurse could not confirm whether or not a peritoneal dialysis (pd) effluent culture or cell count was performed. On (B)(6) 2011, the patient died while still in the hospital. The cause of death was metastatic prostate cancer. No autopsy was performed. Pd therapy was ongoing up to the time of the patient's death. The nurse reported she did not know if pd therapy was in progress at the time of the patient's death. The nurse reported dialysis did not worsen the patient's cancer condition. The nurse also reported the patient's death had nothing to do with pd therapy. No further information was available.